Event description:
It was reported that during a procedure, the wire was broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. The catheter showed no malfunction, the guidewire was broken at 56 cm distal. The reported breakage of the guidewire can be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the FDA rn number and manufacturing location for the straub product was selected as 2020394 and unknown due to system limitations. The correct FDA rn number and manufacturing location are 3008439199 and straub medical us. H10: d4 (expiry date: 11/2023), g3 h11: h6 (method, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The FDA rn number and manufacturing location for the straub product was selected as 2020394 and unknown due to system limitations. The correct FDA rn number and manufacturing location are 3008439199 and straub medical us.

Event description:
It was reported that during a procedure, the wire was broken. The procedure was completed using another device. There was no reported patient injury.